Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy according to the reporter: the needle broke and a piece of it fell into the patient and could not be retrieved.

Manufacturer narrative:
(B)(4).